Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap appendectomy. According to the reporter: the 5mm trocar cannula broke in half roughly 2cm below the seal. The distal cannula fell into the pt and was retrieved. Extended for retrieval of broken piece and time to replace the broken trocar 10 minutes. A new instrument was used to complete the procedure. No pt injury was reported.